Event description:
Additional information received indicated further episodes of noise resulting in oversensing and pacing inhibition were observed on the rv lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected rv lead damage. No intervention was performed at this time. The patient was stable and will continue to be monitored.